Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seals intact, and the carriage screw attached to the position too loose. A review of the event history log identified motor rate error in the history. Functional testing using the occlusion test duplicated the reported problem. The root cause of the problem was related to a faulty main printed circuit board. The faulty main printed circuit board was replaced to resolve the problem.

Event description:
It was reported that a motor rate error occurred. No patient injury was reported.